Manufacturer narrative:
As received, a complete lead was returned in one piece with a stylet inserted. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. X-ray examination found an over torqued inner coil at the connector region. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for a helix mechanism issue was due to blood clogging the helix at the helix region and an over torqued inner coil at the connector region.

Event description:
Related manufacturer report number: 2017865-2023-13713. The patient presented in the emergency room after episodes of inappropriate shock. High voltage therapy was temporarily programmed off, and the patient was admitted to the hospital. X-ray imaging was performed and revealed the right ventricular (rv) and right atrial (ra) leads had become dislodged due to twiddler's syndrome. A revision procedure was performed, however, the leads could not be successfully repositioned as the helixes would not extend. The rv and ra leads were explanted and replaced to resolve the event. The patient was in stable condition.